Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies found. The full lead was returned. The outer insulation was breached cut.

Event description:
It was reported that the lead dislodged, and there was positioning/fixing difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.